Manufacturer narrative:
Section h.6-device evaluation consisted of: review of device history record; visual examination, x-ray examination, electrical testing, leak testing, case removal, internal visual examination and internal electrical testing. Section h.6 - refer to attached analysis report. Pt experience prior to failure: device would loose link intermittently. Not accompanied by any impact or other noticeable event. Visual examination: external visual examination revealed no anomalies. Electrode appears to be in good condition and is normal. Bright light examination: was not performed since the device was subjected to x-ray examination. X-ray examination: x-ray examination did not reveal any abnormalities. Electrical testing: initial electrical test revealed that the ics would only obtain link when a standard headpiece was used and only when that headpiece was directly against the ics. Alll electrode impedance values were normal. Case hermeticity testing (leak testing): ics passed fine leak test. Case removal: the ics case was removed for internal inspection on 6/11/97. Internal visual examination: internal visual examination revealed that a small piece of magnet had become lodged between pins 64 and 65 of the u1 device. Internal electrical testing: when piece of magnet material was removed from between pins 64 and 65 of u1 microcicuit, ics hybrid began to function properly. Conclusion: cause of this device failure was inclusion of loose piece of magnet that became lodged between pins 64 and, 65 of u1 microcircuit device. It is believed that this magnet fragment was attached to magnet during processing at advanced bionics through out all processing but became detached during usage and finally came to rest in area where it was found. Corrective action: assembly instructions have been modified to include an inspection for loose magnetic particles adhering to magnet that may be present prior to magnet attachment. A final cleaning step was also integrated into process just prior to welding operation or whenever hybrid is removed from case during process for any reason, to preclude sealing of foreign material within case cavity.

Event description:
On 4/15/97, pt contacted the implant center to report that he had been having problems obtaining link (communication between the implanted device and the external components) for several days. He originally thought the problem was with his external equipment because when he adjusted his headpiece on wednesday 4/9/97, link was obtained. However, he stated that by friday, 4/11, no link was possible. He was seen at the center on monday, 4/15/97, for a complete eval. Several attempts were made, including a change-out of the hardware, to obtain link but to no avail and explantation/reimplantation were recommended. Revision surgery occurred 4/21/97.